Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The patient was asymptomatic. The noise was reproducible through pocket manipulation. The lead was capped and replaced. The patient was in normal condition following the procedure.